Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent an open reduction internal fixation of the right distal tibia on (B)(6) 2014 and returned to the emergency room on (B)(6) 2014 with wound dehiscence over the medial plate. The patient was taken to surgery on (B)(6) 2014 for irrigation and debridement of the right medial ankle wound and removal of the hardware. The hardware was successfully removed, no new hardware was implanted and the patient was treated for possible infection. The report indicated the patient is stable with no further complications. It was reported the removed hardware was intact and there was no broken hardware. This is report 7 of 21 for (B)(4).